Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle clipping device safe clip used for 3 months on "about 30 to 40" medical patients a day spilled the stored needle clippings into the nurse's medical bag. This caused him to sustain multiple needle sticks. One needle reportedly pierced through the bag and "stabbed" the nurse, and he stuck himself on another needle approximately a week and a half after the first incident. He then noticed the needles "spread out in the bottom of the bag", and stuck his finger a "dozen times", resulting in bleeding that was cleansed with antiseptic. The nurse reportedly visited his primary doctor "later", and was told that if he had sustained anything from the needle sticks, it would "show up later" and not "immediately". The nurse reported no breaks on the safeclip device. The following information was provided by the initial reporter: "nurse called to report he uses the safeclip to clip his patients needles and keeps it in his medical bag. He has been using this clip for 3 months and not sure how many needles he has stored in this clip. He sees about 30 to 40 patients a day. About 3 weeks ago he thinks needle stabbed him thru the bag and he was not sure what it was. About week and half ago, needle continue to stab him again thru the bag when he opened his medical bag pocket the needles were spread out in the bottom of the bag and needle re struck his finger dozen times. He was bleeding. He cleaned it with antiseptic. He did not seek medical attention right away, but went to his primary doctor later. Doctor stated not sure if he caught anything it would show up later not and immediately. He will be reporting to his boss. He stated there is no breaks on the clip, he is not sure where all those needle came from in his bag. Safeclip was continue to clip and he was using it. He had to throw his bag which costs about (B)(6). He is concerned about this and not sure if he should use the safeclip." When nurse was touching the bag he felt the needle stabbing thru the bag and when he checked the bag there were needles were out of the safeclip he uses to store patients used needle in the bottom of the bag. Needles did not stay inside safeclip and caused needle stick to health care professional.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR review due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that the needle clipping device safe clip used for 3 months on "about 30 to 40" medical patients a day spilled the stored needle clippings into the nurse's medical bag. This caused him to sustain multiple needle sticks. One needle reportedly pierced through the bag and "stabbed" the nurse, and he stuck himself on another needle approximately a week and a half after the first incident. He then noticed the needles "spread out in the bottom of the bag", and stuck his finger a "dozen times", resulting in bleeding that was cleansed with antiseptic. The nurse reportedly visited his primary doctor "later", and was told that if he had sustained anything from the needle sticks, it would "show up later" and not "immediately". The nurse reported no breaks on the safeclip device. The following information was provided by the initial reporter: "nurse called to report he uses the safeclip to clip his patients needles and keeps it in his medical bag. He has been using this clip for 3 months and not sure how many needles he has stored in this clip. He sees about 3o to 40 patients a day. About 3 weeks ago he thinks needle stabbed him thru the bag and he was not sure what it was. About week and half ago, needle continue to stab him again thru the bag when he opened his medical bag pocket the needles were spread out in the bottom of the bag and needle re struck his finger dozen times. He was bleeding . He cleaned it with antiseptic. He did not seek medical attention right away , but went to his primary doctor later. Doctor stated not sure if he caught anything it would show up later not and immediately. He will be reporting to his boss. He stated there is no breaks on the clip, he is not sure where all those needle came from in his bag. Safeclip was continue to clip and he was using it. He had to throw his bag which costs about $120.00. He is concerned about this and not sure if he should use the safeclip." When nurse was touching the bag he felt the needle stabbing thru the bag and when he checked the bag there were needles were out of the safeclip he uses to store patients used needle in the bottom of the bag. Needles did not stay inside safeclip and caused needle stick to health care professional.